Event description:
It was reported that damage to the pump housing caused difficulty delivering insulin. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer had an alternate pump for insulin therapy.